Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009648, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009648 was packaging according to the work instruction (wi) version 81, in the line multivac 12 on 15/oct/2024, with a total of (B)(4) units. Gluing of tubing the lot 4k01556 was manufactured according to the wi version 42 in the gluing of tubing in the machine mp04 and mp08, on 14/oct/2024, with a total of (B)(4) units. The lot 4k00932 was manufactured according to the wi version 42 in the gluing of tubing in the machine mp08, mp05 and mp04, on 10/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart on (B)(6) 2025. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.